Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased threshold measurements in clinic. Intermittent loss of capture was observed at maximum outputs. It was reported the patient had fallen on their shoulder approximately a month earlier. Pacing impedance and sensing measurements had also decreased. The patient underwent a lead revision procedure. Under fluoroscopy the lead appeared to have dislodged. No adverse patient effects or symptoms were reported.

Manufacturer narrative:
The lead was successfully repositioned and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.